Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was able to fill the cartridge with insulin, but then subsequently the insulin gauge was seen to be inaccurate and static. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.